Manufacturer narrative:
The device, used in treatment, was returned for evaluation. There was no relationship found between the returned device and the reported incident as the device functionally performed as intended. Visual evaluation under magnification shows moderate electrode wear with dried tissue and discoloration present on the tip. Further visual evaluation with an unaided eye found no manufacturing abnormalities with the returned device. The wand was connected to a compatible controller and activated in a beaker of saline solution at the default and max settings on the controller in which the ablate and coagulation performed as intended. The saline line was connected to a saline bag at approximately 3 feet and saline flowed through-out the line to the tip of the device as intended. As the saline and suction lines were tested, the ablate function was activated and plasma was observed as intended. At no time during functional evaluation the device arced which would conclude that there is no electrical disturbance related to the wand. The complaint could not be verified as the returned device functionally performed as intended. It is feasible that if the exposed section of the shaft near the distal tip comes into contact with untargeted tissue, it could cause a superficial burn. Other factors that could contribute to the reported event includes: activating the device prior to contact with targeted tissue, failure to maintain suction and direct fluid outflow away from the operative field, withdrawing the wand while power is being applied or contact with metal surgical instruments (such as a mouth guard) may pass current to the patient or user and result in burns. There were no indications during manufacturing record review that would suggest the device did not meet product specifications. Per complaint, a (B)(6) yr old patient suffered an intra-oral burn during an adenoidectomy. It was reported that the procedure was completed with a competitor device and remains unknown if any medical intervention was required due to the reported event. Neither clinically relevant documentation nor photos of the reported burn were provided for inclusion in a medical investigation. The product evaluation concluded although there was moderate electrode wear that there was no electrical disturbance related to the wand and the wand functioned/performed as intended.

Event description:
It was reported that the patient was burned intra-orally during the case. The procedure was completed using a competitive device (suction bovie). No further complications have been reported.